Event description:
A caller reported cartridge alarm 30, which occurred both during the pumping and load process. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, and the customer was informed that a replacement pump with updated software would be sent, with training available through their tandem source account. The customer acknowledged the instructions provided, including those for returning the malfunctioning pump.